Manufacturer narrative:
Au640 system using microgenics cedia tdm dilantin (phenytoin). Three level controls before and after the event was in range. Clot was detected at 7:15 am. Service was not dispatched. A root cause for this event it presumed a malfunction in sample aspiration or user error in sample handling.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous low phenytoin result (<2.5 mg/l) generated on au640 chemistry analyzer. The erroneous result was reported out of the laboratory and questioned by the physician. A fresh pour off sample was retested and resulted in higher result 13.1 mg/l, which was within the therapeutic range. Patient treatment was not impacted by this event.